Event description:
The surgeon inserted an aq2010v silicone three-piece lens but the lens dislocated. The lens was removed during the same surgery with no pt injury, no incision enlargment or sutures. The reporter stated it was unk if the lens was damaged. Another same type lens was implanted.